Event description:
A 2.5 x 33mm cypher select plus stent failed to cross the target lesion. The lesion characteristics are unknown. The physician used a runthrough wire. A xience stent was used to cross the lesion. There were no abnormalities noticed on the product and it was properly removed from the packaging. When the product was returned for analysis, the proximal struts of the stent were noted to be uplifted.

Manufacturer narrative:
This ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. During a pci, a cypher stent failed to cross a lesion. Another stent was used and the procedure was completed successfully. There were no abnormalities noted when the product was removed from the packaging or during flushing and preparation of the product for use. Upon return of the product for evaluation, the proximal stent struts were noted uplifted. It is unknown if this condition was caused during use of the device or during shipment of the device for evaluation. However, it is our intention to report conservatively when information is not available. One non-sterile cypher select + 2.50x33mm was received coiled inside a plastic bag. A kink was found at 23.3 cm from distal end. This condition could be related to the way the unit was sent for the analysis. The stent was crimped and correctly mounted between the marker bands and had the struts uplifted in the proximal section. The involved guidewire was not received. During microscopic analysis the distal tip was observed crash and the omegas of the stent were squeezed. A cordis guidewire 0.014" sample unit was inserted through the guidewire lumen and no friction or any anomaly was experienced. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Difficulty crossing a lesion or an anatomical structure is a known procedural occurrence. Difficulty crossing a lesion has been investigated, and the consequences of crossing difficulty occurring during clinical use of the device are usually addressed by modification in technique or substitution with another device. Crossing difficulty is most commonly related to the patient anatomy, operator technique and appropriate device selection. The exact cause of the reported failure to cross and damages found in the stent during analysis could not be determined. Neither the DHR review nor the product analysis suggests that the failure experienced by the customer, the kink found and the stent damages could be related to the manufacturing process of the unit. Therefore, no corrective or preventive action will be taken. Based on the limited information available, it is not possible to determine if there were any contributing factors, such as vessel characteristics, or procedural factors, such as withdrawing device back into the guiding catheter, that may have caused the reported failure to cross the lesion or stent damages found during analysis.